Event description:
Healthcare professional reported injecting a pt with juvederm voluma with lidocaine in the nose and nasolabial folds. The next day the pt developed "red, swelling, pain" at the injection site. Two days after the initial injection, the pt was treated with hyalase, prednisolone, cefazolin, augmentin and viagra. Pt was also treated with "hyperbaric oxygen" for 3 days. Symptoms resolved following the last day of treatment. This is the same event and the same pt reported under MDR # 3005113652-2015-00250 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvederm voluma with lidocaine (lot# vb20a40246).

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of tissue swelling, redness and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.